Manufacturer narrative:
Complaint was not confirmed. Visual evaluation to the overall device did not showed any damaged to the returned device. Further inspection to the outer tube hood and oval burr, did not showed any scratches and/or nicks around the area that could contribute to this failure. No problem found.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported the shaver burr produced metal shavings. Another burr was opened and the case was completed with completed with no further issues. The shavings were retrieved and the patient is fine to date.